Manufacturer narrative:
The suspect drive rotor was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Thus was a posterior lumbar fusion surgery. The approximate delay was 15 minutes while the staff performed a reboot to see if that would resolve the issue. A medtronic a medtronic field service engineer (fse) replaced rotor motor and tested the system. After replacement the system was fully functional. Issue resolved.

Manufacturer narrative:
During the onsite inspection, the medtronic representative reported that the issue was being caused by a faulty rotor motor. The motor was replaced. The replaced part was not sent back to the manufacturer for further analysis. However, the system's logs were sent back to the manufacture for further analysis. A successful system checkout was performed which verified that the issue had been resolved. A software investigation was initiated to review the system's logs where it was found that this issue was a hardware induced issue.

Event description:
A medtronic representative reported that the gantry door would close but the system would not recognize that it was closed. No patient was reported as being present during the time of the incident. The medtronic representative reported that an alternative imaging system was used for the next case.